Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced elevated blood glucose levels; exact value unknown. Troubleshooting could not be performed. The customer reverted to an alternate pump for insulin therapy.